Manufacturer narrative:
Additional information received on 08/20/2019 indicated the patient experienced a hematoma on the left side. A drainage of the hematoma was performed on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 800 cc and experienced capsular contracture baker grade IV on the left side, confirmed by physician. As a result, the patient will undergo removal on (B)(6) 2019.